Manufacturer narrative:
(B)(4). Batch # r59c4p. Device evaluation: the analysis results showed that the tx60b device arrived with no apparent damage with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an right hemi colectomy procedure that two of the staples did not form a complete b and did not form properly. Surgeon re-stapled the entire staple line. Another like device was used to complete the procedure. There were no adverse consequences for the patient.